Event description:
The patient's parent reported that their omnipod dash controller/personal diabetes manager (pdm) was overheating during charging and had a reduced battery life over the last three to four months, despite using the provided omnipod charger. No harm to the patient was reported. A replacement pdm was issued to the patient.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine relationship to res(B)(4) due to no device identifier provided. No lot release records were reviewed, as the product lot number was not provided. According to the complainant the device will not be returned for investigation. It was reported that the patient experienced a thermal event. We cannot confirm the thermal event. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.